Event description:
The patient's age and gender were unknown. The target lesion was the distal circumflex. The lesion was slightly calcified and slightly tortuous. There was 90% stenosis. Pre-dilation was not conducted. The cypher stent was delivered to the target lesion and being inflated, but inflation took longer than usual and the balloon would not fully expand. There was no leakage from the balloon. The surgeon inflated the balloon of the sds twice, and the cypher was implanted at the target site. The physician then applied negative pressure, but the deflation of the balloon was also slower than usual. The balloon was completely deflated, and the sds of the cypher was retrieved without any further issues. They inflated and deflated the cypher twice (inflate/deflate, inflate/deflate). Post-dilation with a nc mercury was conducted using the same indeflator without issues. The procedure was finished successfully. There was no pt injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This device (B)(4) (lot 14090637) is distributed outside the united states; however, it is similar to the united states product cxs 18300. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.